Event description:
On (B)(6) 2012, during review of product analysis results, it was noted that this explanted device was received with settings indicative of a faulted diagnostic. In review of the programming history, a faulted diagnostic was observed on (B)(6) 2010, which changed the patient's settings to unintended settings. Although a final interrogation was performed, the settings were not corrected. The device was explanted on (B)(6) 2010, and since the device was received at these same unintended settings, it indicates that the patient's settings were not corrected prior to explant. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Analysis of programming history.